Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign material on the bending section cover, instrument channel port, up/down angulation lever plate, rubber of the video connector and rubber of the forceps lever. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: 5.2 precautions (warning) ·to prevent infection between patients or from patients to operators, endoscopes and accessories must be thoroughly cleaned immediately after each procedure and subjected to appropriate disinfection or sterilization. ·all endoscope channels must be cleaned, disinfected, or sterilized after every procedure, regardless of whether they were used. Inadequate cleaning, disinfection, or sterilization may result in infection of a patient or operator in the next procedure. ·failure to clean properly will result in inadequate disinfection or sterilization. Thoroughly clean endoscopes and accessories before disinfection or sterilization to remove microorganisms and organic matter that may interfere with the disinfection or sterilization effects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.